Event description:
A surgeon reported a pt with a myopic surprise following intraocular lens (iol) implant surgery. The surgeon indicated the iol was implanted by another surgeon. Additional info was requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis, results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).